Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burnt c-cover and forceps elevator, and peeled adhesive around the light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely that the instrument may have welded to the scope tip during the procedure causing the burnt c-cover and forceps elevator. The most probable cause for the peeled adhesive around the light guide lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the duodenoscope had damaged distal end. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1:(B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.